Event description:
It was reported that frost on the shaft occurred. Multiple cryoablation needles were selected for use in a cryoablation procedure to treat a desmoid tumor. During the first minute of the freezing, an icepearl 2.1 cx 90 degree needle produced ice and frost along the entire needle shaft. Ice began to form on the skin of the patient and the skin turned white. The physician turned down the intensity of the freeze. Additionally, a warm saline-filled glove and heat pack were used. However, the ice was growing too fast on the skin to proceed with further use of the needle. All functions on the needle were stopped. The patient was noted to feel some discomfort and pain which then stopped when the needle functions were stopped. The procedure was completed without the use of the needle. The patient received medication after the procedure for the pain but was doing well with no further complications.